Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient¿s effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient received an unknown treatment for the peritonitis (dose, frequency and route not reported). At the time of this report, the peritonitis was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.